Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device expulsion ("fortuitous discovery of intra-uterine essure insert on ultrasound") in a (B)(6) year old female patient who had essure (batch no. 925787) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral tubal patency on hysterosalpingogram" in 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("impossible to insert delivery catheter in left uterine tube, no placement of left insert"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (uncomplicated ablation of insert on hysteroscopy using forceps for iud removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device expulsion with essure. Diagnostic results: on (B)(6) 2012: gynecological examination during insertion: placement of essure micro-insert in the right uterine tube, 3 external coils extending into the uterus, impossible to insert delivery catheter in left uterine tube: no placement of insert. In 2012: hysterosalpingography: bilateral tubal patency, therefore laparoscopic tubal electrocoagulation on (B)(6) 2012. On (B)(6) 2016: ultrasound: fortuitous discovery of intra-uterine essure insert on ultrasound. On (B)(6) 2017: hysteroscopy: ablation of insert using forceps for iud removal with no difficulties, uterine cavity normal in size and shape, endometrium normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-jul-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 250 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 7-jul-2017: update of quality-safety evaluation of ptc. Sample received. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-feb-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 216 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number (B)(4). Lot number 925787 (expiration date: nov-2014, production date: nov-2011) sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pharmacist reported that the patient was hospitalized (serious criterion changed) for the hysteroscopic ablation of implant from uterus. He received a box to return the essure sample. On 13-feb-2017: quality-safety evaluation of ptc received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that fortuitous discovery of intra-uterine essure insert on ultrasound (seen as partial expulsion of device). Ablation of insert on hysteroscopy using forceps for iud removal was performed. The event is regarded as an anticipated event according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). The event was diagnosed about one month after essure insertion. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device expulsion ("fortuitous discovery of intra-uterine essure insert on ultrasound") in a female patient who received essure (batch no. 925787). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral tubal patency on hysterosalpingogram". On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day of starting essure, the patient experienced complication of device insertion ("impossible to insert delivery catheter in left uterine tube, no placement of left insert"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (ablation of insert on hysteroscopy using forceps for iud removal on (B)(6) 2017). Essure was withdrawn. At the time of the report, the device expulsion and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device expulsion and complication of device insertion with essure. Diagnostic results: on (B)(6) 2012: gynecological examination during insertion: placement of essure micro-insert in the right uterine tube, 3 external coils extending into the uterus, impossible to insert delivery catheter in left uterine tube: no placement of insert. In 2012: hysterosalpingography: bilateral tubal patency, therefore laparoscopic tubal electrocoagulation on (B)(6) 2012. On (B)(6) 2016: ultrasound: fortuitous discovery of intra-uterine essure insert on ultrasound. On (B)(6) 2017: hysteroscopy: ablation of insert using forceps for iud removal with no difficulties, uterine cavity normal in size and shape, endometrium normal. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that fortuitous discovery of intra-uterine essure insert on ultrasound (seen as partial expulsion of device). Ablation of insert on hysteroscopy using forceps for iud removal was performed. The event is regarded as an anticipated event according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). The event was diagnosed about one month after essure insertion. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.